Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: insulin pump will be retuned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit.unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book).the adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 40 alarm was found on 01/31/2023 (file number 121 line number 525). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determined that pump error 40 was cause by motor voltage regulator. Problem isolated to electronic assemblies. No physical damage noted during visual inspection. In conclusion unit came in with critical pump error alarm trigged by pump error 40. Pump error 40 was cause by motor voltage regulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.